Event description:
On 6th march 2024, rayner received notification from its affiliate company in france of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following implantation into the eye a tear was observed in the optic zone of the iol necessitating explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation there was a tear in the iol optic necessitating explantation and exchange. The rayone emv toric rao210t was explanted and exchanged for another lens of the same model and power within the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The healthcare facility reports an eye injury as a result of extra manipulation required to explant the damaged iol from the eye and to implant the back-up lens. Post-operatively, the patient is reported to have presented with corneal edema. The device associated with this event is not available for return to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv toric rao210t batch 073221151 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received agianst the rayone emv toric rao210t batch 073221151. There is insufficient evidence and information available in this case to establish the cause of lens damage post injection.